Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument broke, and a fragment fell inside the patient while the surgeon was grasping tissue. The surgeon suspected there may have been a quality issue. The fragment was successfully retrieved by the assistant using another instrument, and visual confirmation ensured that no fragments remained inside the patient. The procedure was completed robotically using a backup harmonic ace instrument, and there were no post-surgical complications reported. No additional surgical procedure was required, and no post-operative tests were performed.

Manufacturer narrative:
The harmonic ace instrument was received for failure analysis. The harmonic ace instrument was analyzed and found to found to have the curved blade broken at the tip of the blade. A piece approximately 0.610" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.